Manufacturer narrative:
(B)(4): serial# na. Evaluation summary: the device was rec'd in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a gastrectomy procedure, the device did not function. A new device was used to complete the procedure. Pt consequence is unk. No further info is available.